Event description:
During a cardiac intervention, the stent came off of the stent catheter when it was caught on a calcium deposit in the vessel- due to the floating stent, it was crushed against the wall of the artery and was considered an unintended item left in the body.